Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had minor scratches on the display window, scratched reservoir tube window, a cracked reservoir tube lip and a peeling address and serial number label.

Event description:
The customer reported that a prime alarm was received on the insulin pump and insulin was squirting out during manual prime. Leaving the prime was not possible. There was no apparent damage to the drive support cap. The customer's blood glucose was 432 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.